Event description:
It was reported that the right ventricular (rv) lead was found to have high threshold and intermittent capture during routine device explant. The rv lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for evaluation. We did receive performance date collected from the device and have analyzed the data. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.